Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results log for the run in question was reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Patient sample ID (B)(6) tested on (B)(6) 2021 was positive for sars-cov-2. The sample crossed the threshold before the cutoff. The max ratio value had also crossed the threshold. Therefore, the sample was called positive. There was no noise observed in the run. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506922 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506922 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 506922. The CAPA review was performed to identify any records that were potentially related to the reported complaint for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506922 and its components and did not identify any internal or post-production use issues related to this lot number and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506922 identified two additional complaints related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506922. Both tickets were independently investigated and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506922 was not identified.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported a discrepant result from the abbott realtime sars-cov-2 assay. The customer stated that the sample was positive on the realtime sars-cov-2 assay, but when the same sample was retested on the cepheid genxpert, it was negative. A run was completed on (B)(6) 2020, and the customer confirmed that the assay run was performed as per the instruction for use (IFU). The log files were analyzed and the sample had a cycle threshold (CT) value of 29.61 and was reported as positive. It was determined that sample had a weak amplification, but it crossed the CT threshold and also the max-ratio acceptance criteria to be called a positive. The customer confirmed that the sample was reported out of the laboratory as a negative as per the cepheid genexpert result and since the amplification was weak on the abbott realtime. It was explained to the customer there may be several reasons for discrepancy, which may come down to differences in sensitivities of the assays, or variation in results which are pcr artefacts of true low viral load samples. It was confirmed there was no patient impact. The customer was reminded of the limitations of the procedure as per the IFU. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.